Event description:
Boston scientific crm received information that the right ventricular lead exhibited noise which was oversensed and resulted in pacing inhibition. The patient had a rate of 40 bpm. It was noted that the patient was in the intensive care unit, unrelated to the device or leads, and was on a ventilator. It was also noted that the programmer was no isolated in the outlet. It was suspected that the noise was a result of electromagnetic interference.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.